Manufacturer narrative:
Complaint no: (B)(4). The patient line was not properly primed prior to the patient connecting for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy. The patient explained that they noticed that the fluid level was about six feet from the end of the line. They did attempt to re-prime but the level did not change, so they connected thinking that it would drain out on the initial drain. The device moved on to fill and the patient disconnected. The technical service representative assisted with ending therapy and the patient was going to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.